Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3. It was reported that the patient's arteries were highly calcified. On (B)(6) 2011, an angiogram revealed that the right limb of the trunk-ipsilateral leg component was fully occluded due to calcium. The physician tried to balloon the device limb to reopen the occlusion but was unsuccessful. On (B)(6) 2011, a femoral-femoral bypass procedure was performed. The patient tolerated the procedure and no further complications were reported.